Manufacturer narrative:
The results of the investigation concluded that the catheter deflected into the correct shape when actuating the steering mechanism with no additional resistance noted and met specifications. Further, the device met specifications for electrical testing, temperature testing, and optical signal properties. No functional anomalies were noted when connected to the tactisys unit. Additionally, the catheter met specifications during leak testing. The analysis of the log files revealed the optical signals conformed to specifications and force measurements were displayed throughout the procedure. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred. After the catheter was inserted through the sheath and into the left atrium, there was difficulty steering due to the catheter being too stiff. The patient became hypotensive and a pericardial effusion was noted via intracardiac echocardiogram. A pericardiocentesis was performed to stabilize the patient.